Event description:
Patient reported being injected with juvéderm® volbella¿ xc in to the marionette lines and nasolabial folds. Patient reported the injections are ¿counterfeit." 2 weeks later, patient experienced ¿lymph nodes were swollen in their throat¿, ¿throat pain,¿ ¿a real bad cough that ent specialist believed it could be acid reflux even though they never felt heartburn in the throat," and gland on back of tonsils was a little swollen. The patient indicated they continue to have soreness in their throat. The patient stated their ¿white blood cell count was a bit elevated¿, and they were given prednisone and antibiotics. Symptoms are on-going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
No additional information.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, d1, d4, g2, h4, and h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.